Event description:
Info was received that reported a pt was hospitalized due hyperglycaemia. It was reported that the pt was admitted with a blood sugar of 700 and was treated with IV fluids and insulin injections. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.